Event description:
It was reported that the device was not holding date and time. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. The device has not been serviced in the past. Visual evaluation of the device found the device to be in used condition the primary complaint of the device not holding date and time was replicated with functional testing. The reported problem was caused by depleted internal battery. The device was charged for 3 days but this did not fix customer reported problem. The main board was replaced to correct the primary problem. The device passed all functional tests after the repair.